Event description:
It was reported that the peripheral nerve stimulation caused the patient to experience pain instead of paresthesia. It was assessed that the probable cause was that the lead was not placed deep enough under the patients skin. The patient underwent a revision procedure and the lead was repositioned. No devices were implanted or explanted. The patient was doing well post operatively.